Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit displayed a "line block error" message during setup. Not in patient use. The bme replaced the water trap, cleared the exhaust and pushed air through the system to clear any blockages. The bme inquired about a sensor unit diagnosis check, but they did not have the gf maintenance cable and visia software. Technical support (ts) informed the bme that the cable and software were not something nk provided to the customer and suggested sending the unit in for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-651ra. Serial #: (B)(6). Device manufacturer data: april 7, 2015. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed a "line block error" message during setup. Not in patient use.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed a "line block error" message during setup. Not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit displayed a "line block error" message during setup. Not in patient use. The bme replaced the water trap, cleared the exhaust and pushed air through the system to clear any blockages. The bme inquired about a sensor unit diagnosis check, but they did not have the gf maintenance cable and visia software. Technical support (ts) informed the bme that the cable and software were not something nk provided to the customer and suggested sending the unit in for repair. Investigation summary: on 01/22/2026, the customer requested that the device be sent in for repair. During evaluation, the reported issue was duplicated, and the complaint device immediately prompted line block and gas device error messages. The root cause of the complaint was determined to the gas module's o2 sensor, and nihon kohden recommended that the malfunctioning cd-314p-02 be replaced with a new cd-314p-05. A review of the device's complaint history by serial number reveals one similar issue in ticket (B)(4). For which, the device's pump was replaced in june 2023. A significant trend has not been observed that would warrant any further corrective action. Nihon kohden will continue to trend and monitor. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-651ra. Serial #: (B)(6). Device manufacturer data: april 7, 2015. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4. Date of this report. D9. Device available for evaluation. G3. Date received by manufacturer. G6. Type of report. H2. If follow-up, what type? H3. Device evaluated by manufacturer. H6. Event problem and evaluation codes. H11. Additional manufacturer narrative.